Event description:
The sales rep reported that the nurse practitioner reported that a patient has a codman certas valve implanted that is causing a humming in the ear. The valve was turned off but the patient still can hear humming.as a result the device was explanted.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records could not be conducted as the serial/lot number was not provided. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.